Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during dwell five of five in peritoneal dialysis. The home patient was connected at the time of the alarm. The care giver was trying to do a manual drain because their dog bit into the tubing. The technical service representative explained the alarm and helped the home patient and care giver to clear the alarm and disconnect the home patient. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, an animal bite to the disposable set is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user not to perform dialysis in the same room as pets or animals. It states that ¿contamination of the fluid or fluid pathways can result if a pet or animal bites a solution bag or the disposable set. Contamination of any portion of the fluid or fluid path may result in peritonitis, serious patient injury, or death.¿ a review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.